Event description:
A healthcare professional reported that the vitrectomy probe appeared to activate normally. However, the vacuum level failed to rise above 30 millimeters of mercury during surgery. The procedure type was unknown. The procedure was completed by replacing the product with new one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).